Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. During deployment, there was a bit of tilt noted in the filter but otherwise it was in satisfactory position. The patient experienced peri umbilical abdominal pain. Approximately after three years, CT abdomen & pelvis demonstrated multiple struts extends beyond the wall of the ivc with one strut penetrating the aorta. Therefore, the investigation is confirmed for perforation of the ivc and inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and the struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain and general pain; however, the current status of the patient is unknown.